Event description:
The customer reported that the ventilator was alarming due to a vent inop. Review of the device diagnostic history noted a vent inop occurrence due to a data acquisition pcba adc reference failure. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the unit was not in use on a patient therefore there was no patient involvement or harm. The manufacturers field service engineer confirmed the reported problem. The service engineer replaced the data acquisition pcb board to address the reported problem. Performance verification testing was completed to operating specifications and passed.